Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the reason for call was that they had been having problems with the therapy as it was not relieving the pain and the stimulation was buzzing a lot which they didn't like. Patient stated that they saw a rep last week and that he adjusted the stimulation and told the patient to live with it for a week and if it didn't work to call back. Patient noted that they were in and out of the hospital since december 1st 6 times as they had a stroke and that they thought something happened, however the therapy was fine until they did a mra and it hadn't been right since. Patient said that they tried to adjust the stimulation from when they first got the implant in october, however that wasn't working. The patient was redirected to their healthcare provider to further address the issue

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.